Event description:
During preventative maintenance of the device, the user reported that the lamp kept tripping the circuit breaker. Since the event occurred during preventative maintenance, there was no patient involvement during this event.